Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. To a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device, no damage or contamination was observed. The device was disassembled for internal visual inspection. The manufacturer found no evidence of contamination or signs of foam degradation. There is no evidence of the sound abatement foam degradation. The manufacturer reviewed of the device's event log and found the error log. The error log showed one instance of e-200 and two instances of e-53. Error 200 (err_rtos_abort_ER ror) is a stop error, with the suggested actions being update to the latest software and retest. Error 53 (err_comp_log_sem_ timeout) is a continue error, with the suggested actions being replace the pca if there are more than one e-53. These codes would not be related to this complaint. The manufacturer applied power to the device for approximately 1 hour and did not observe any contamination on the bacteria filter, or any evidence of contamination in the patient circuit. The manufacturer concludes there is no evidence of foam degradation within the device.

Manufacturer narrative:
Additional information was received on may 08, 2023, and section h11 should be reported as: the manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded. To a CPAP device's sound abatement foam. Additional information was received about the allegation of visualization of particles. There was no report of serious patient harm or injury. Section a1 and b7 has been updated in this report.